Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, the buttons were not working and the screen kept scrolling. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no response from the escape button due to a corroded keypad trace. No button error alarm was noted during testing. No number ramping or scroll bar anomaly was noted. The insulin pump was received with a cracked reservoir tube lip.